Event description:
While wearing product #4238 her upper lip swelled for 20 minutes. She went to the ER where she was treated with IV steriods and released. She treated herself with benadryl at home "and was fine". Caller did report that she had a similar episode several months before, but did not seek treatment.